Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer's blood glucose was 546 mg/dl and 480 mg/dl. During troubleshooting, it was found that infusion set was bent. Customer was educated of causes of bent cannula. After troubleshooting, customer was able to deliver insulin. Customer called back and reported of another no delivery alarm during bolus. Customer reported of not trying all remedies. Customer was advised that different cannula length would be sent.